Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was unknown at the time of incident. No further details provided.

Manufacturer narrative:
No unexpected pump error 4 alarms and pump error alarm were noted during testing. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self tests. The pump had multiple pump error 53 alarms noted in the format history file. Unable to determine the root cause of the pump error 53 issue. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay, damaged keypad overlay texture, a faded serial number label and a peeling end cap address label.